Event description:
The customer reported ongoing potassium (k) sample reference drift errors on five patient samples while using the unicel dxc 800 synchron system. Per customer, the pt results are not incorrect; just suppressed. The k results were delayed. Note: a delay in treatment due to a delay in reporting k results could cause or contribute to serious permanent injury. The incident began since the start of the twice weekly flow cell maintenance. Erroneous test results were not reported out of the laboratory. There was no death, injury or change to pt treatment attributed or associated to this complaint.

Manufacturer narrative:
The field service engineer (fse) was dispatched for service. The fse decontaminated the flow cell, replaced the electrodes and completed a preventive maintenance. The root cause may be attributed to parts replaced and adjustments made as the issue appears to have resolved. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.